Event description:
Refer to additional for follow up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. During failure analysis, the returned part was installed into a pca system. The illuminator did not power on and displayed error code 48238. Visual inspection identified a defective electrical and fiberoptic component (fuse). This confirms the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted urological procedure, the illuminator powered off and the system displayed non-recoverable error codes 297 and 48238. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and confirmed the error fault indicating a faulty illuminator. Troubleshooting was attempted by power cycling the illuminator; however, this did not resolve the issue. Following this, the user decided to disconnect the vision side cart (vsc). The da vinci system was connected to another vision side cart (vsc) to continue the procedure. No further issue reported. There was no report of patient harm, adverse outcome or injury. Isi followed up and obtained additional information from the isi field service engineer (fse) indicating that the da vinci system was inspected by the customer prior to use, and both the system and the illuminator operated without issue during initialization. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported error fault was reproduced during field evaluation indicating a faulty illuminator. After replacement of the illuminator, the system was further tested and verified as ready for use.